Manufacturer narrative:
The neptune was evaluated and the customer's complaint was verified. The root cause was the fluid level transducer. Based on the DHR review, this rover met specifications when it was released. There were no design changes, nonconformance documents or reworks associated with the product in this complaint within two weeks of its MFR date that could have contributed to the described failure. The device was repaired and returned in svc.

Event description:
It was reported that the neptune stopped working during a case. Wall suction was used to complete the procedure. This event resulted in a 30 minute delay. There were no adverse consequences.